Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/29/2017 with the following findings: review of the pump histories did not reveal any records of call service alarm 012. On investigation, the pump powered on and emitted at call service alarm 069; a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Due to the call service alarm 069 that could not be cleared from the pump, no further investigation of the alleged call service alarm 012 could be performed.